Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported her friend had a tampon fall apart upon removal. Her friend experienced infection with abdominal pain. She stated her friend was okay now and was doing much better.